Event description:
It was reported that about 10-15 units of insulin dispensed during the load cartridge step of a routine cartridge replacement. The pt and a family member reported that previously the pump emitted multiple loss of prime warnings that immediately followed the completed prime steps, they said that two new cartridges were used with the same result. The pt confirmed that the pump had not lost power, the battery was not removed without priming the pump, the cartridge cap was secure, cartridge use was appropriate, and the pump was not exposed to extreme temperatures. The family member said that the alarm history showed occlusion alarms prior to the original loss of prime warnings.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Testing found the force sensor to be out of calibration. Eval revealed a dislodged display screen and partially dislodged force sensor pins. During investigation, the force sensor plate was found to be dimpled. .